Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with corneal haze of the left eye ten weeks post prk enhancement. The topical steroids were increased. Upon additional follow up the reporter indicates the symptoms continue but have improved.